Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the medical assistant that during an office prp injection for arthritis of the right knee. When the surgeon was pulling syringe back the internal casing came part from abs-10010s and the 20cc of blood leak out onto the floor. The blood was cleaned per procedure. Injection was completed using a different abs-10010s.